Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a blepharoplasty on an unknown date and suture was used. Towards the end of the procedure when the physician wiped the eye, the suture broke into pieces. The physician had to go back in and resuture. Additional information has been requested.